Event description:
It was reported the patient received the following results within 15 minutes: 259 mg/dl,199 mg/dl and 123 mg/dl.

Manufacturer narrative:
H6: device received in a condition which made analysis impossible. Customer returned an empty vial.